Event description:
Serious injury involving one person. Pt was originally seen by another physician where treatment is unknown. This physician then referred pt to the reporting physician who diagnosed the pt with a corneal ulcer in the left eye at approximately 1:30 peripherally, on march 16, 2000. Treatment at that time was ciloxan 2 drops every 30 minutes during waking hours and cyclogel 2 drops every 1 hour during night hours. The ulcer had completely healed by april 20, 2000 when the pt was diagnosed with another ulcer. This time in the right eye at approximately 7:00 peripherally. Treatment was identical to the previous ulcer in the left eye. The ulcer has resolved completely as of april 28, 2000. Visual acuity before the symptoms is unknown, although current visual acuity is 20/25. The pt was instructed to discontinue contact lens wear until an unspecified period of time.